Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins hadn't worked in quite some time (roughly 2-3 years). No symptoms or further complications reported.